Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color, and the button could not be pressed to release the plug. The entire device was retracted, and hemostasis was achieved by manual compression. There was no reported patient injury. The device was withdrawn outside the body, deployment was attempted, and the button was forcibly pressed down. Upon removal from the patient, the indicator wire loop was deployed or showing, and the guidewire loop could not be pulled. The procedure was a right femoral artery radiofrequency ablation. There were no visible signs of device or package damage prior to use. The device was stored and prepared per the instructions for use (IFU). There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator did not show any black-black, the physician¿s thumb was not placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. An unknown catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no access vessel tortuosity, no stent near the puncture site, and the vessel had stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure. The procedure used a retrograde approach. The patient¿s body mass index was not greater than 40. The physician had achieved certification on the use of exoseal vcd. The device will be returned for evaluation.